Event description:
Complainant alleged that during a demonstration, the device displayed message code "defib fault". The complainant indicated that there was no pt involvement in the reported failure.